Event description:
Pt rec'd a hip implant in 1984. Pt is reportedly suffering from inguinofemoral pains. X-rays revealed asceptic dislocation of the implant. "Whwmpe" early wear and beginning of excentration of the head.